Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)2007, the patient presented with the following pre-op diagnosis: 1. Low-back pain and right hip and leg pain ,2. Tonsillectomy syndrome. The patient is status post l5-s1 fusion for spondylolisthesis. 3.lumbar l3-l4 and lumbar l4-l5 de generative disc disease with lateral recess stenosis and underwent the following procedure: 1. Revision lumbar 5 laminectomy with lumbar 4 and lumbar 3 laminectomies and bilateral foraminotomies l3, l4, and l5. 2. Exploration of previous l5-s1 fusion which was a nonunion.3. Lumbar 3 to sacral 1 instrumentation using a hybrid of the pangea titanium system from synthes, also using the n spine titanium dynamic rod system and also the n spine screws at l3. 4. L4-l5 interbody fusion from posterior. 5. L4-l5 transverse lumbar interbody fusion cage using the synthes peek cage with rhbmp-2 interbody as well as for the posterolateral fusion at l4-l5 and l5-s1. Additional bone grafts for the posterolateral fusion consisted of the local morselized autograft and a total of 10 cc of demineralized bone matrix in which rhbmp-2/acs was used.